Event description:
It was reported that a patient underwent an atrial septal defect surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the needle easily detached from the suture during continuous suturing. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.